Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, risk assessment analysis, labeling review: the device was returned for inspection and the screwdriver tip was confirmed to be broken. The tip broke during surgery while the surgeon was removing the screwdriver after the screw was properly locked. Both portions of the squared tip broke transversally, the observed striations seems to be the signs of torsional loads. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. A total of 2 confirmed failed units (cfus) have been identified during the complaint history analysis. Risk assessment: the event occurred during surgery causing a 5 minute surgical delay and no adverse event is reported. The broken tip of the inserter was left in the patient. Note: the inserter is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the patient should the device break during surgery. The surgical technique indicates the use of this screwdriver for full engagement and locking of the screw. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective as no indication of material or manufacturing defect could be found. The device evaluation results suggest that the complaint condition is due to torsional loads and is related to the conditions of use. Thus, operational context contributed to this event.

Event description:
It was reported that .. "Dr. [ ] was using anchor-c on patient and under his own discretion, free-handed one of the 3.5x12 self-drilling bone screws under the microscope for final lockdown. Under the microscope, he proceeded the use the rigid split tip screwdriver to final tighten the self-locking screw. When the locking clip was no longer visible, he proceeded to turn the turn the screwdriver and then as he was detaching screwdriver from the screwhead, the tip of the screwdriver broke off into the screwhead. Dr. [ ] made an attempt to retrieve broken off tip of rigid screwdriver from 3.5x12 self-drilling bone screw to no avail.

Event description:
It was reported that .. "Dr was using anchor-c on patient and under his own discretion, free-handed one of the 3.5x12 self-drilling bone screws under the microscope for final lockdown. Under the microscope, he proceeded the use the rigid split tip screwdriver to final tighten the self-locking screw. When the locking clip was no longer visible, he proceeded to turn the turn the screwdriver and then as he was detaching screwdriver from the screwhead, the tip of the screwdriver broke off into the screwhead. Dr made an attempt to retrieve broken off tip of rigid screwdriver from 3.5x12 self-drilling bone screw to no avail.